Event description:
Infusaport catheter found to be broken in the mid portion of the catheter with the distal end of the catheter fragment lying in the right atrium. It was retrieved via the right fermoral vein successfuly.